Event description:
It was reported that the user dropped the ilet, resulting in a cracked display with black vertical lines; blood glucose was not affected, and the user was advised to revert to backup therapy while a replacement was arranged and to continue cgm use via dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no reported impact to health and continuation of therapy using backup methods. Investigation included customer service assessment, collection of device details and photos of the damage, verification of shipping and return logistics, and instruction on device shutdown to prevent further alerts. Investigation of this case revealed physical damage to the display consistent with user-induced impact, affecting the screen component but not reported to affect dosing or generate alarms. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance